Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported that a continu-flo administration set leaked during infusion. Reportedly, the set was damaged by a colleague triple channel pump which was being used concomitantly with the set. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit noted a cross-cut section of tubing. Functional testing was performed and noted a leak from the cut in the tubing. The cause was determined to be a manufacturing issue. As a result of this incident, awareness training for all applicable manufacturing operators was conducted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue was investigated through corrective and preventative action (CAPA). Corrective actions were implemented, and continue to be implemented, to mitigate this issue.